Event description:
(B)(4). Was admitted to hospital due to a unexplained attack they labeled as diverticulitis. Never had anything like that before or since. After that the abnormal pap test started. Precancerous cells, pcos. I've had abdominal swelling and pain for years. Unexplained rashes, itching on skin even when rash isn't present. Constant spotting. Hot flashes. Night sweats. Painful periods. Painful intercourse. Bleeding between periods. Long menstrual cycles. Breast pain. Abdominal spasms/fluttering. Vaginal discharge/no order. Bowel issues, nausea, gas, constipation, diarrhea, dizziness, headaches, mood swings, depression, brain fog, left hip pain, pricking of skin, sometimes numbness, high blood pressure, fatigue, acne, cysts, heart palpitations, coil migration, swelling of legs/feet, hair loss, hair growth in new places, insomnia, weight issues, unexplained fevers, muscle spasms, excessive sweating, dry eyes/skin, severe bloating.